Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that the patient experienced bleeding from the bilateral groin sites. In relation to a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding at the bilateral groin sites. Manual pressure and compression devices were applied to the bilateral groin sites along with a sandbag on the left groin site to resolve the bleeding. The patient was hospitalized, and the bleeding resolved one day after onset. The device is not expected to be returned for analysis.